Event description:
I had 1 ipl palomar starlux full face treatment with a heavy concentration on lower jaw area for melasma. Not only did this machine hurt very badly - I had inflamed red lines in the areas that it was used on immediately. Within hours the entire bottom half of my face was sinking as the fat just atrophied. Within weeks the rest of my face followed. I am demarcated scar line in front of my ears (like I have perfect skin behind it - non lasered side and severely damaged in front of it), large pores, lines, lose skin, indentations (1000's of them), worsened melasma and no fat at all. I don't just look 30 years older - I look like a drug addict or someone with serious health problems. I don't drink or smoke and did not contribute to this issue. In the past I had ipl done with a different machine and had a positive outcome. There needs to be better regulation of this equipment and more responsibility on the part of the person administering these treatments. So long as this remains a money making vehicle without any recourse there will be unfortunately new reports daily. I have consulted with a burn physician, dermatologist who specializes in lasers and a plastic surgeon seeking help with the damage.